Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that a patient has lung cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection was completed by the manufacturer. The manufacturer found dust like contamination on the device, air inlet seal had yellowed, air inlet filter was missing, ui knob was broken. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. In this report, box d, g, h has been updated/corrected.